Event description:
It was reported the patient was not receiving any therapeutic effect from her implantable neurostimulator (ins). The patient had been reprogrammed and she used different programs and amplitude settings. The patient experienced a shocking or jolting sensation while recharging with the ins on. When the recharger was removed, the sensation persisted. The shocking or jolting sensation felt like a bee sting, or electric sting, in her toes on the right side. Her postural movements and position changes did not matter; she was feeling stinging both sitting and standing. The patient turned the device off and continued to feel the bee sting sensation. She turned her stimulation down and it continued to sting her; the stinging sensation was not consistent. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 37754, serial# (B)(4). Product type: recharger, product ID: 37744, serial# (B)(4). Product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device and/or therapy and had not received assistance from her physician or manufacturer representative. The patient had contacted both her physician and the manufacturer representative and was waiting to hear back from them. The device was not providing pain relief but the patient would use it to see if there was improvement over time post-op, and continued to work with it for a while. The patient kept the device charged, but remained afraid to turn on the device. Additional information has been requested, but was not available as of the date of this report.